Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400mg/dl at the time of incident. Customer stated they couldn't get it to power on. Customer stated they were able to get the insulin pump to come on after inserting a battery. The insulin pump will not be returned for analysis.